Manufacturer narrative:
The pad device was installed on (B)(6) 2009 and operated successfully until (B)(6) 2009. On (B)(6) 2009 the device failed a weekly self test due to a low battery. The device remained in fault mode until a new pad-pak was inserted on (B)(6) 2009. The device operated successfully until (B)(6) 2012 though during this, there are multiple events of 10 minutes duration which would indicate the device was switching itself on automatically. The problem with the device was attributed to a fault in the membrane. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because it was switching on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.